Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a new adaptor placed ((B)(6)2017). The stim did not return. Patient is getting entire lead revised today ((B)(6)2017). Removal of old and placement of new. Rep was there today for lead revision, but wanted to check error code(B)(4) on patient programmer. It was reviewed with rep that (B)(6) means that programming is not there, which makes sense because the implant needed new lead and was not programmed. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's weight was about (B)(6) lbs. At the time of the event. No further information was reported.

Manufacturer narrative:
Other applicable components are: product ID 3586 lot# serial# (B)(4) implanted: (B)(6) 1995 explanted: product type lead product ID 7496-51 lot# serial# (B)(4) implanted: (B)(6) 1995 explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. Intermittent stim was reported. Impedances were tested at 3.0v. 1567-2181 ohms for electrodes 1 to 4, when patient was not feeling stim. When impedance was being tested. Group impedance was at 193 ohms 24.64 ma. When rep tested patient again using #2 electrode as reference, #0 electrode was 1842 ohms, #1 was 217 ohms, #3 was 2680 ohms, #1 and 2 at 217 ohms. It appears that electrode 1 and 2 has some sort of short or connection issue. Rep was encouraged to reprogram with various electrode combination to see if stim would stop turning on/off with body movement. Patient's device was taken out of overdischarge state on the date of the report, and they noticed intermittent stim with body movement, while the patient was standing; adaptive stimulation function was not turned on. Caller was redirected to follow up with hcp for the impedance issue and the intermittent stim. On (B)(6) 2017, it was reported that the patient was being programmed on all 4 electrodes. Rep was to try and reprogram. On (B)(6) 2017, it was reported that nothing new has been determined. Patient was going to get a revision of the pocket adapter and potentially the extensions to resolve the problem. Procedure has not been approved by insurance yet so no surgery date. On (B)(6) 2017, it was reviewed with the caller that extension is a flat connector, thus if it's bad, then the lead will also need to be replaced. It was reviewed that the lead could potentially be the contributing factor, since it's been implanted for almost 22 years. Rep stated that the revision was scheduled for (B)(6) 2017. No further complications were reported/anticipated.